Event description:
It was reported that a survey results from the first affixium cementless patella was received in online usability survey. Reported that the patella clamp is broken.

Manufacturer narrative:
Product complaint (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received: I was able to confirm with ta and af (dps employees who attended the case) that there was only one instrument breakage which was reported under complaint (B)(4). The surgeon, in error, reported a second breakage on the second survey but he was merely unhappy with the patella clamp instrument performance. He did not have a second instrument breakage. A. Was/were there any adverse consequence/s that affected the patient because of the reported event? No. B. Was there a surgical delay? If yes, what is the duration of the delay? No. C. Did it break into 2 or more pieces? If yes, were they retrieved from the patient? There was no actual breakage in the second case.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "it was reported that a survey results from the first affixium cementless patella was received in online usability survey." The product was not returned to depuy synthes; however, photos were provided for review. See attachment ¿(B)(4) additional information ad 27 jun 2024 (1)¿. The photo investigation revealed that '254511041, att patella clamp por' had broken'. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the att patella clamp por would contribute to the complained device issue. Based on the investigation findings, unintended use error caused or contributed to event and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: according to the information received, "it was reported that a survey results from the first affixium cementless patella was received in online usability survey." The product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that '254511041, att patella clamp por' had broken'. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the att patella clamp por would contribute to the complained device issue. Based on the investigation findings, unintended use error caused or contributed to event and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary it was reported that a survey results from the first affixium cementless patella was received in online usability survey. The product was returned to depuy synthes for evaluation. Visual analysis of the returned device found that the att patella clamp por was broken from the handle, the broken fragment was returned for evaluation. Additionally the device has signs of impactions at the rod. The observed condition of the device can be attributed to a combination of heavy use, unintended impaction forces and over torquing while trialing. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the att patella clamp por would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.